Event description:
Pt had been getting blood glucose reading in the 300-400 mg/dl range on the suspect device. Her dr increased her insulin from 25u/day to 45u/day. Pt dosed herself but failed to eat and passed out. The emt device read her blood glucose as 24 or 36 mg/dl. She rec'd glucose IV at hosp and was later released.